Manufacturer narrative:
Product analysis summary: the catheter exhibited a severe torsional kink 66cm from the distal tip. No other damage noted to the catheter. The tip and side holes were intact. Actual physical measurement for outer 0.0824¿and inner diameter 0.071¿ passed measurements. If information is provided in the future, a supplemental report will be issued.

Event description:
There was no damage noted to the launcher packaging. The device was removed from packaging per IFU, inspected and prepped per IFU with no issues noted. The catheter kinked while in the patient. No injury reported.